Event description:
The manufacturer received information alleging a ventilator had potential water damage. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had water contamination to the sensor board, flow sensor assembly and tubing. The sensor board, tubing and flow sensor assembly were replaced to address the issue. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."